Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 500:320 was neither confirmed nor reproduced during product evaluation. Therefore, no assignable cause can be identified and no repairs were made to correct the reported condition. Additional information: a device history review was performed with no exceptions during manufacturing found.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 500:320; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.